Event description:
Philips received a complaint by the customer on the v60, indicating that an adc (analog to digital) failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the v60 had the error code for an adc failure logged in the event log during preventative maintenance (pm). The customer also informed the remote service engineer (rse) the v60 had been stored away and was not used until the recent pm. It was also noted that the v60 was using a philips battery. The rse then informed the customer that a replacement of the power management (pm) printed circuit board assembly (pcba) was required in an attempt to resolve the issue. The rse provided the customer with the part number for the pm pcba.

Manufacturer narrative:
H10: multiple attempts have been made on 02jan2024, 08jan2024, and 16jan2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.